Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, high pacing impedance was noted. The right ventricular (rv) lead was found to be programmed off. The physician reprogrammed the rv lead to on. The patient is stable.